Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter contamination. The following information was provided by the initial reporter: on 11.04 in painless colonoscopy examination, preoperative intravenous indwelling needle, preparation of intravenous anesthesia, the needle was fixed, 10 minutes swelling stabbing pain around the eye of a needle, tore open transparent patches, quit a few needle found a few small white particles around the needle, after the cotton swab to wipe out a little after indwelling needle fixed afresh, v. Symptoms in patients with ease.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9323952. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the units were found to be free of any debris or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii" closed IV catheter system experienced foreign matter contamination. The following information was provided by the initial reporter: on 11.04 in painless colonoscopy examination, preoperative intravenous indwelling needle, preparation of intravenous anesthesia, the needle was fixed, 10 minutes swelling stabbing pain around the eye of a needle, tore open transparent patches, quit a few needle found a few small white particles around the needle, after the cotton swab to wipe out a little after indwelling needle fixed afresh, v. Symptoms in patients with ease.